Event description:
Customer reported that they were attempting to put the carbs in the insulin pump and the devise continuously flashed bolus. Customer stated that the act key was unresponsive and they were unable to put the carbs in until after several attempts. Customer's blood glucose reading at the time of the call was 146 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.